Manufacturer narrative:
Product analysis: as found condition: the rist catheter was returned for analysis within a shipping box and an opened inner pouch (23664-01). ¿ damage location details: no damages were found with the rist catheter hub. The rist catheter body was found separated at the strain relief ~4.0cm from the proximal end of the catheter hub. The separated catheter was retained by the inner wire. The tubing material at the separated end exhibited plastic deformation (jagged edges), indicating the catheter likely separated due to tensile failure. The rist catheter distal marker/tip was found compressed. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the rist catheter body was found separated. Possible causes of ¿catheter separation/break¿ include advancing or retrieving the device against resistance or use of excessive force, thus exceeding the tensile strength of tubing material. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the hub of the rist catheter was broken while exchanging the diagnostic catheter. The patient did not experience any injury or complications. Additional information was received that the patient underwent treatment for a lesion in the radial artery, 4mm. Vessel tortuosity was normal. The device was prepared as indicated in the IFU. There were no issues that resulted in the damage that was found.